Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient could not confirm a loss of power to the house, but it was stated that the mpu functioned normally, and the patient status was stable.

Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested, and the log file captured no external power events on (B)(6) 2024. The events were caused by power to the mobile power unit (mpu) being interrupted. It was stated on (B)(6) 2024 that the mpu had a v-lock connector on the ac power cord, and that the ac power cord come did not come loose at the wall outlet or from the back of the unit. There was suspected loss of power to the house.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on the reported event date of 12sep2024 was reviewed. The controller event log file revealed low power hazard/no external power alarm event was captured on 12sep2024 at 8:56:41 relating to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was not affected by the loss of power to both power cables. At 8:57:41, the white power cable was connected to 14v battery/clip and then the black power cable was connected to the 14v battery/clip. All alarms cleared when the power exchange was completed. Additional information reported the mobile power unit (serial # (B)(6) has the v-lock feature on the power cord and was not removed from service. It was reported the power cord did not come loose at the wall outlet or from the back of the unit. The unit functioned as intended. A root cause of the no external power alarm captured in the log file could not be determined. Device history record could not be located for mobile power unit (serial # (B)(6). Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.